Manufacturer narrative:
Analysis of the returned superion indirect decompression (ID) implant revealed that the spindle cap was completely sheared off from the implant body, and actuator shaft was found to be outside of the main body. The damage to the implant indicates failure was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment of implant breakage or damage to bony structure may result. Therefore, engineers confirmed failure of the ID implant and concluded probable cause was unintended use error caused or contributed to event.

Event description:
It was reported that the superion indirect decompression (ID) spacer spindle cap broke during the procedure. The physicians assessment was that he may have encountered resistance during deployment, however, is unclear what caused the resistance. It was noted the physician did not properly gearshift the inserter and used fast motions during deployment. The physician recovered all the ID spacers broken pieces and completed the procedure using another of the same model. The patient did well postoperatively.

Event description:
It was reported that the superion indirect decompression (ID) spacer spindle cap broke during the procedure. The physicians assessment was that he may have encountered resistance during deployment, however, is unclear what caused the resistance. It was noted the physician did not properly gearshift the inserter and used fast motions during deployment. The physician recovered all the ID spacers broken pieces and completed the procedure using another of the same model. The patient did well postoperatively.